Event description:
Clinic notes dated (B)(6) 2014 note that device diagnostics resulted in high impedance. It was noted that x-rays did not identify any apparent discontinuity of the leads. The patient was referred to neurosurgery for replacement of the vns.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. It was reported that the lead was discarded and that the generator would be returned for analysis. The generator was received for analysis on 11/18/2014. Analysis of the generator was completed on 12/11/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Attempts to obtain additional relevant information have been unsuccessful to date.